Manufacturer narrative:
Patient information is not available for reporting. UDI: (B)(4). Device is an instrument and is not implanted/explanted. Complainant device is not expected to be returned for manufacturer review/investigation. Reporter phone number: (B)(6). Device is not distributed in the united states, but is similar to device marketed in the USA. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that during the surgery on (B)(6) 2017 two (2) screwdriver tips twisted while inserting screw(s). No patient harm occurred, as the screws could be implanted and the surgery was completed successfully. The surgery was prolonged; however it is unknown for how long. No other medical intervention required. Reported concomitant devices: screw (part # unknown, lot # unknown, quantity unknown). This report is for one (1) screwdriver shaft. This is report 1 of 2 for complaint (B)(4).